Event description:
The customer reported that the 840 ventilator had a blank screen while on a patient. The patient was not harmed or injured as a result of the event. The customer reported they will replace the graphical user interface (gui) pcb. Covidien was not authorized to service the device.